Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) was unable to be implanted; the is4 port would not allow the is4 pin to be fully inserted, there was no fluid and the set screw was in the correct position. The physician removed the lead from the header and wiped it down multiple times. Md was concerned about the amount of force it was taking to insert the pin and didn't want to damage the lead. Another device was implanted. No adverse patient effects were reported.